Event description:
It was reported the cord that plugs into the wall from the ps has been ripped/split open. There was patient contact with the device but the event did not stop the procedure. It is reported there was no patient injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.